Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient passed away as a result of the operation performed to implant a power trialysis. Allegedly, the doctor was able to insert the guidewire via the left internal jugular vein under ultrasound guidance without feeling resistance. The doctor dilated the vein using a shorter dilator. The dilator and guidewire were removed and observed copious bleeding. Blood pressure lowered from 90 mmhg to 30 mmhg and caused pneumothorax, the doctor performed drainage immediately. The patient¿s condition seemed to be stable; the doctor inserted another catheter from the femoral vein. A few hours later, the patient¿s condition took a sudden turn for the worse and the patient passed away the night of the surgery. Facility considers the right internal jugular vein approach as the primary choice; they chose the left internal jugular vein, where a more complicated structure of bloodstream is located, because the patient had a cv port implanted on the right. The thoracic cavity was filled with a large amount of blood at the time of the event. The facility inferred the cause of death and the process of how the event occurred as follows. The dilator first perforated the subclavian vein and migrated into the thoracic cavity, causing bleeding which lasted ¿silently¿ even after the patient¿s condition seemed to become stable. The patient passed away because the bleeding lowered the blood pressure.